Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide, model: 3169ans, UDI: (B)(4), serial: (B)(6), batch: 8080442.

Event description:
It was reported that the patient had a suspected infection at the lead site and the procedure was aborted. The patient was on antibiotics and the infection is resolved. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.